Manufacturer narrative:
D10 concomitant products sig30ctav - tri 2.0 sig30ctav 30 CT vsclr 12mm - lot# unknown sigphandle - sig power sigphandle handle - sn: unknown sigpshell - sig power sigpshell control shell - lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a vascular resection, the staple was applied less completely than the physician expected, raising concern that it may have deployed only halfway. When the cartridge was inspected, a transparent pusher was found protruding from the staple pocket. An additional resection was performed, and the tissue was further secured with a stapler.